Event description:
It was reported that brown liquid was seen coming from the micro oscillating saw during the sterilization process. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.